Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The target lesions were located in the inferior vena cava (ivc) and iliac veins. Following stenting, postdilitation was performed with a 14-4/5.8/120 xxl vascular balloon catheter. During withdrawal, the balloon was blocked at the entry of the 9f introducer sheath. It was noted that the balloon had ruptured and was separated from the catheter distal marker. The balloon remains blocked the right internal jugular vein. An open approach was not effective in retrieving the balloon material safely from the puncture site; an endovascular snaring from the brachial vein access was attempted but it caused migration of the balloon material into the branches of the pulmonary artery. The balloon remains were retrieved by endovascular means from the pulmonary artery to the brachial vein and the right brachial vein was excised by phlebotomy to complete the procedure. The patient was hospitalized three days for observation. No further patient complications were reported and the patient's status was stable. The device was returned for analysis. The xxl device was visually and microscopically examined. The device was received in three separate section. One section consisted of hub/manifold and shaft, the second section of shaft, proximal balloon bond and the proximal markerband and the third section of balloon material, shaft, distal markerband and tip. The balloon was unfolded which indicates it had been subjected to positive pressure. The balloon was detached from the delivery system. A complete circumferential tear was identified in the balloon material at the location of the proximal balloon bond. The balloon material was severely bunched up and the tip was retracted into the bunched up balloon material. Solidified blood was noted on the inside and the outside of the balloon material. A visual and microscopic examination of the balloon material identified no issues that have contributed to the damage identified. A visual and tactile examination identified 2 complete break in the shaft of the device. The first break was identified approximately 573mm distal to the strain relief, this break was consistent with dissection of the shaft. The second shaft break was identified approximately 55mm distal to the distal edge of the proximal markerband. Stretching damage was also noted on the shaft of the device. This damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the shaft damage. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The target lesions were located in the inferior vena cava (ivc) and iliac veins. Following stenting, post-dilatation was performed with a 14-4/5.8/120 xxl vascular balloon catheter. During withdrawal, the balloon was blocked at the entry of the 9f introducer sheath. It was noted that the balloon had ruptured and was separated from the catheter distal marker. The balloon remains blocked the right internal jugular vein. An open approach was not effective in retrieving the balloon material safely from the puncture site; an endovascular snaring from the brachial vein access was attempted but it caused migration of the balloon material into the branches of the pulmonary artery. The balloon remains were retrieved by endovascular means from the pulmonary artery to the brachial vein and the right brachial vein was excised by phlebotomy to complete the procedure. The patient was hospitalized three days for observation. No further patient complications were reported and the patient's status was stable.